Manufacturer narrative:
Immucor technical support used an electronic remote connection method to assess the instrument test well images on the 23dec2014. An immucor field service engineer visited the customer site to assess the instrument on the 31dec2014 and determined that the instrument was operating as expected.

Event description:
On (B)(6) 2014, a customer reported unexpected negative result outcomes when testing a blood sample for antibody identification on a galileo neo.